Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610773.

Event description:
The customer reported to olympus that during maintenance they discovered that the lens was shattered. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus and the customer¿s complaint (shattered lens) was confirmed, the distal lens was broken. Additionally, testing and inspection found the following: bent outer tube, debris in the optical fiber system, scratches on the distal end, damaged inner adapter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identified fault patterns are most likely attributable to the use of excessive force by the customer. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.